Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was sweating a lot and was dizzy. The spouse called emergency medical services (ems) and the patient was transported to the emergency room (ER) for a hypoglycemic event. The bg finger stick value was 23 mg/dl and the cgm value was 150 mg/dl. He was treated with dextrose 50%, glucagen, and IV dextrose, and he also received insulin (5 units) during his stay. At the time of the report on (B)(6) 2022 he had returned home and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.